Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
A 26mm sapien 3 valve was implanted in the pulmonic position by transvenous approach in a non-edwards device (conduit) due to regurgitation. The 1st valve was deployed with normal pressure. The valve was post dilated with a non-edwards 26mm balloon valvuloplasty catheter twice. An intra-cardiac echocardiography (ice) catheter was used to assess the central regurgitation and it was noted that one of the leaflets was not moving. A decision was made to deploy a 2nd valve. The valve was successfully deployed. The patient was hemodynamically stable throughout the procedure. The patient was stable post procedure.

Manufacturer narrative:
The 26mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Manufacturing mitigations are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. Per procedure, the frame components are 100% visually and dimensionally inspected by both manufacturing and quality. The leaflet components undergo inspections per procedure. During the production flow testing, the coaptation test is performed using appropriate fixtures and instructions per procedure. The valves are 100% visually inspected before and after being attached to holder per procedure. Prior to final packaging, 100% visual inspection is performed at preliminary packaging per procedure. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issue that would have contributed to the event. The complaint was unable to be confirmed; therefore, a complaint history review is not required. Additionally, the occurrence rate did not exceed the june 2019 control limits for applicable trend categories. It should be noted that the thv was deployed in a non-edwards conduit in the pulmonic position. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. The IFU and training manuals in this section are for a tf procedure in the aortic position for relevant guidance for an s3 implant using a commander ds. The IFU, device prepping manual, patient screening manual, and training manual for sapien 3 with commander delivery system were reviewed for instructions relating to the observed events. The IFU provides guidance on deployment of the valve. To maintain proper valve leaflet coaptation, do not overinflate the deployment balloon. The commander procedural training manual provides instructions on assessing aortic regurgitation. The following should be advised: good diastolic pressure post-implant may indicate adequate thv function, echocardiography is the gold standard for assessing prosthetic thv function, and severity of aortic regurgitation must be assessed incorporating multiple criteria (both quantitative and qualitative). In addition, assessing aortic central regurgitation is as follows: determine etiology and mechanical support (iabp) not effective with severe ar, leaflet mobility: manipulation of the leaflet with a diagnostic catheter, and leaflet coaptation mismatch (consider converting to open heart surgery). No IFU or training deficiencies were identified. The complaint was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, the valve was initially deployed with normal pressure, following by post dilatation twice with a non-edwards 26mm balloon valvuloplasty catheter at 16atms. Per the IFU, the risks of post dilation include central ar. Since the restricted leaflet was not observed until after post dilating the valve twice, it is likely that the post dilation may have damaged the leaflet, preventing the leaflets from properly coapting. This would have then resulted in the central leakage seen in the complaint event. In this case, available information suggests procedural factors (post dilation) contributed to the complaint event. No labeling or IFU/training inadequacies were identified. A review of the complaint history revealed that the occurrence rate did not exceed the june 2019 control limits for applicable trend categories; therefore, no corrective or preventative action is required at this time.